Manufacturer narrative:
Complaint f/u: examination of returned product; review of all manufacturing records; review of trend analysis; request for case images, films, videos, etc. Complaint sample evaluation: complaint sample was returned to for evaluation. Retain device evaluation: no device retain evaluation was performed. Root cause: a definitive root cause could not be determined as there was no conclusive evidence of caval penetration for this filter placement provided. The images that were provided appear to show a possible placement of the filter in the renal vein with evidence of extravasation. A request for further imaging evidence in the form of a CT scan went unresponded so we could not determine a definitive root cause for this product complaint. A review of the device history record was performed for the complaint product lot number in question and yielded no abnormalities during manufacturing and "kitting". This complaint is considered an isolated incident.

Event description:
As reported to rex medical via argon product experience report form: ivc filter deployed, immediately on deployment a leg penetrated far out of the cava wall on post image, appearance was not normal, filter was retrieved immediately and a new filter was deployed. Post images of deployment attached.